Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the connector portion of a lead measuring 7.6 cm was returned in one piece. Visual examination found an external insulation abrasion exposing the outer coil. The cause was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.